Event description:
It was reported that there was an issue with po800su - disp.combination instr.bipolar d:5/310mm. According to the complaint description, it was difficult to change to bipolar mode while jaws were completely closed. This occurred during surgery for heller myotomy with anti-reflux gesture. An additional medical intervention was required. No consequences for patient were noted. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Additional information: d9- product return date. Investigation: visual investigation: visually, no deviation was detectable. The instruments were then forwarded to the manufacturing area for examination. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale: extract from the investigation report: the present product was again subjected to the test according to the test plan of the regular production process. The product passed all tests without any deviation. Therefore, the defect could not be traced. Conclusion and measures / preventive measures: based upon the investigation results, a devation nor defect could be found. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA was not necessary.